Event description:
It was reported that this artificial urinary sphincter (aus) procedure was aborted due to urethral erosion. The device was removed. No additional information was provided.

Manufacturer narrative:
Additional information updated: h6: evaluation conclusion codes.

Event description:
It was reported that this artificial urinary sphincter (aus) procedure was aborted due to urethral erosion. The device was removed. No additional information was provided.